Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen was unresponsive and became frozen on the lock screen. Customer's blood glucose level was 295 mg/dl. During troubleshooting with tandem technical support, the customer was able to clear the screen. Additionally, a malfunction alarm occurred. Customer's blood glucose level was 202 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and no failure identified with the touchscreen issue; however, a different issue was identified.